Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The fse performed all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that while in use on a patient for 15 hours the screen on the cardiosave intra-aortic balloon pump (iabp) went black with sound alarm, and the pump stopped. The end user attempted to restart the iabp, however there was no lighting. There was no harm or injury to patient and no adverse event was reported.